Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs provided were reviewed, however the provided evidence was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (not confirmed) as the observed condition of handle-medium mini-quick-coupl would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part# 311.012. Lot # 3516151. Manufacturing site: werk hagendorf. Manufacturing date: 06 aug 2010. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure the handle for screwdriver of dental anchor is used, but at the time of inserting the tip, it did not hold. It was tested with a countersinker that also possesses dental anchor obtaining the same result. Another handle with hexagonal anchor and this screwdriver was used and the surgery was finished successfully, without affecting the patient and without alterations in the surgical times.